Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon was unable to retract the blade after finishing the firing. To resolve the issue, the adapter was removed from the handle, and after 10 seconds, it was re-attached to the same handle. The device then recalibrated itself, and the blade retracted automatically, then the jaws opened. Another adapter was then used with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: (B)(6)) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel, (lot #n4d2149y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (sn: (B)(6)) unknown egia su, unknown endo gia sulu, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the surgeon was unable to retract the blade after finishing the firing. To resolve the issue, the adapter was removed from the handle, and after 10 seconds, it was re-attached to the same handle. The device then recalibrated itself, and the blade retracted automatically, then the jaws opened. Another adapter was then used with the same handle to complete the case. There was no patient injury.